Event description:
8/15/94: developed enlargement around port of breast implant initially inserted 4/26/88. 9/12/94: during surgical procedure to remove port, it was immediately apparent silicone was readily leaking. Entire port and breast prosthesis were removed and replaced with saline prosthesis.